Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: the pump powered on normally and the display was clear and legible. Visual inspection revealed that the bolus button cover was torn. Leak testing revealed a leak at the bolus button. There was evidence of moisture on the circuit board, but not in the battery compartment. The down arrow and contrast keypad buttons were unresponsive due to moisture inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display. Reportedly, there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.